Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows the threaded locking cap showed minor signs of thread deformation and showed edge loading marks due to contact with the rod when being tightened. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported there was a revision surgery due to creo threaded locking caps that were found loose post operatively. This event occurred in japan.